Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of "hi" and then a reading of 160 mg/dl and 167 mg/dl all within a 10 minute period. The difference in these readings was determined to be clinically significant. No decision to treat was made on these results. The alleged faulty meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical is awaiting the return of product to conduct a quality investigation. Should any significant findings be a result of that evaluation. A follow-up report will be filed.